Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to reset the pump at the time of the call, so technical support provided information on how to reset it and decided to keep the case open for further assistance.